Event description:
Caller alleged discrepant results (accuracy) and meter error 114 when testing lot #080731a, exp date 11/2009, and lot #213038, exp date 05/2010. Nurse self-test 1.0. (B)(6) - caller followed up with additional discrepant values. Results as follows: meter-inr: 5.2, lab-inr: 3.85.

Event description:
Caller alleged discrepant results (accuracy) and meter error 114 when testing lot #080731a, exp date 11/2009, and lot #213038, exp date 05/2010. Results as follows: meter-inr: 7.5. Nurse self-test 1.0. (B)(6) - caller followed up with additional discrepant values. Results as follows: meter-inr: 4.3, lab-inr: 3.72.

Event description:
Caller alleged discrepant results (accuracy) and meter error 114 when testing lot #080731a, exp date 11/2009, and lot #213038, exp date 05/2010. Nurse self-test 1.0. (B)(6)- caller followed up with additional discrepant values. Results as follows: meter-inr: 4.2, lab-inr: 3.75.

Event description:
Caller alleged discrepant results (accuracy) and meter error 114 when testing lot #080731a, exp date 11/2009, and lot #213038, exp date 05/2010. Nurse self-test 1.0. (B)(6) - caller followed up with additional discrepant values. Results as follows: meter-inr: 2.6, lab-inr: 2.48.

Event description:
Caller alleged discrepant results (accuracy) and meter error 114 when testing lot #080731a, exp date 11/2009, and lot #213038, exp date 05/2010. Results as follows: meter-inr: 4.6. Nurse self-test 1.0. (B)(6) - caller followed up with additional discrepant values. Results as follows: meter-inr: 4.3, lab-inr: 3.97.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Patient information was not known. Investigation revealed sample in test was not finger stick sample. Venous drawn sample in test was not anticipated by the manufacturer. Product was mis-used. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, meter and strips are not expected to be returned. Customer claims multiple 114 errors with different patients using two meters ((B)(4) for other meter complaint) and two different strip lot numbers (21303 and 080731a). Also claims obtaining results higher than normal with two patients. Root cause analysis: glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: finger sticks were not used for the tests. Sample was collected using butterfly needles and blood left in tube was used for the sample. Customer will throw out the results associated to this complaint and start using finger sticks to obtain sample. Testing is not required. Product associated to the complaint were not returned. Caller followed up with additional discrepant results: the means of the inratio meter and comparative system inr's were calculated. The inr values for all 5 sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Possible sampling error - the above meter values may have been obtained using venous blood.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Patient information was not known. Investigation revealed sample in test was not finger stick sample. Venous drawn sample in test was not anticipated by the manufacturer. Product was mis-used. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, meter and strips are not expected to be returned. Customer claims multiple 114 errors with different patients using two meters ((B)(4)) and two different strip lot numbers (21303 and 080731a). Also claims obtaining results higher than normal with two patients. Root cause analysis: glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: finger sticks were not used for the tests. Sample was collected using butterfly needles and blood left in tube was used for the sample. Customer will throw out the results associated to this complaint and start using finger sticks to obtain sample. Testing is not required. Product associated to the complaint were not returned. Caller followed up with additional discrepant results: see scanned table. The means of the inratio meter and comparative system inr's were calculated. The inr values for all 5 sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Possible sampling error - the above meter values may have been obtained using venous blood.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Patient information was not known. Investigation revealed sample in test was not finger stick sample. Venous drawn sample in test was not anticipated by the manufacturer. Product was mis-used. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, meter and strips are not expected to be returned. Customer claims multiple 114 errors with different patients using two meters ((B)(4)) and two different strip lot numbers (21303 and 080731a). Also claims obtaining results higher than normal with two patients. Root cause analysis: glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: finger sticks were not used for the tests. Sample was collected using butterfly needles and blood left in tube was used for the sample. Customer will throw out the results associated to this complaint and start using finger sticks to obtain sample. Testing is not required. Product associated to the complaint were not returned. Caller followed up with additional discrepant results: see scanned table. The means of the inratio meter and comparative system inr's were calculated. The inr values for all 5 sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Possible sampling error - the above meter values may have been obtained using venous blood.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Patient information was not known. Investigation revealed sample in test was not finger stick sample. Venous drawn sample in test was not anticipated by the manufacturer. Product was mis-used. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, meter and strips are not expected to be returned. Customer claims multiple 114 errors with different patients using two meters ((B)(4)) and two different strip lot numbers (21303 and 080731a). Also claims obtaining results higher than normal with two patients. Root cause analysis: glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: finger sticks were not used for the tests. Sample was collected using butterfly needles and blood left in tube was used for the sample. Customer will throw out the results associated to this complaint and start using finger sticks to obtain sample. Testing is not required. Product associated to the complaint were not returned. Caller followed up with additional discrepant results: see scanned table. The means of the inratio meter and comparative system inr's were calculated. The inr values for all 5 sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Possible sampling error - the above meter values may have been obtained using venous blood.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Patient information was not known. Investigation revealed sample in test was not finger stick sample. Venous drawn sample in test was not anticipated by the manufacturer. Product was mis-used. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, meter and strips are not expected to be returned. Customer claims multiple 114 errors with different patients using two meters ((B)(4)) and two different strip lot numbers (21303 and 080731a). Also claims obtaining results higher than normal with two patients. Root cause analysis: glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: finger sticks were not used for the tests. Sample was collected using butterfly needles and blood left in tube was used for the sample. Customer will throw out the results associated to this complaint and start using finger sticks to obtain sample. Testing is not required. Product associated to the complaint were not returned. Caller followed up with additional discrepant results: see scanned table. The means of the inratio meter and comparative system inr's were calculated. The inr values for all 5 sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Possible sampling error - the above meter values may have been obtained using venous blood.